Manufacturer narrative:
Failure analysis on the returned cpu board shows that this cpu pcba 3.3 volt supply failure was caused by a shorted cpu u3. Removal of the cpu u3 corrected the short on the customer returned cpu pcba.

Event description:
The customer reported that the ventilator will not power on using ac power. The customer reported that the unit was not in use on patient.